Manufacturer narrative:
Dimensional analysis on ring groove of tray ( diameter and width) and found to be conforming. Ring was unable to be measured due to it being removed from tray and exhibited galling and bending from removal. Bearing was not returned for evaluation. It appeared that the alignment of the tray and bearing was off which could cause the ring to bend during assembly as stated in internal controls. Root cause is attributed to user error. Review of DHR and complaint history was performed and no anomalies or trends were noted. A summary of the investigation were verbally relayed to customer. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under "warnings," it states that "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse shoulder procedure on (B)(6) 2014, the ring on the humeral baseplate was bent and would not allow the poly to engage. The reason for the bent ring is unknown; it cannot be confirmed whether the ring was bent before being unpackaged. It was noticed during assembly. Did not involve the patient. The ring from another part was opened and used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.